Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article "surgical treatment of prosthetic valve endocarditis; tips of complete resection of infective tissue and valve replacement" (japanese journal of thoracic surgery 2015, 68 (11): 923-929, case 4), one of 15 patients implanted with valves between 2009-2014 received a 19mm trifecta tissue valve which required valve explant due to improper seating and grade 2 aortic regurgitation.